Event description:
Our affiliate is reporting that during a shoulder repair, the surgeon noted that there were metal filings emanating from the shaver and falling into the pt's joint space. This is all of the info that has been supplied to mitek by our affiliate. "Have questions to them out for further details."

Manufacturer narrative:
We are at this point in time, awaiting receipt of the complaint device towards conducting a failure analysis. We are also in the info gathering mode. "When all that can be had, is had and evaluated, the results of the investigation will be the subject of the follow-up report."